Manufacturer narrative:
This report is submitted on july 28, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently hospitalized (date not reported) and treated with IV antibiotics twice daily, for a duration of 6 weeks.

Manufacturer narrative:
Correction - the address provided for the initial reporter was incorrect as the report source was the patient; not their clinic.